Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed via a video provided by the user facility. Multiple diligence attempts for part return were unsuccessful so no further evaluation or root cause analysis could be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) gave multiple false alarms and stopped the pump. As result, alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9.